Event description:
In 2003, a dr's assistant injected the first supartz to a pt. After the injection, the pt experienced swelling and pain through entire leg. One week later, they received the second injection, and the swelling and pain got worse. At that point the dr's assistant told the pt to go to an emergency room. The pt was diagnosed with a blood clot at the emergency room. No info about medical treatment at the emergency room is available, but the pt recovered and is doing fine now. The dr stated in general that anytime you give an injection, you run the risk of blood clots.